Event description:
It was reported that the patient presented with shortness of breath, chest pain, and lightheadedness. Upon examination, it was discovered the right ventricular (rv) lead was exhibiting intermittent capture and an impedance problem. X-ray confirmed that the lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, intermittent loss of capture, and impedance anomaly were not confirmed while the event of helix issue was confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. Visual and x-ray examinations found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of intermittent loss of capture and impedance anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information noted the helix on the right ventricular lead had difficulty extending during explant. The patient was in stable condition.